Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump up arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. Insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unresponsive keypad and ramping numbers during a bolus attempt. The blood glucose reading was 250 mg/dl. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.